Manufacturer narrative:
(B)(4). The reported complaint of trigger loss is confirmed based on the customer provided photo. The picture of the iabp screen showed a trigger loss alarm displayed. No part was returned to teleflex chelmsford for investigation. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the alarm. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
Reported issue: console stopped reading ECG and would not trigger off per the ap waveform. The ap waveform had a weird look. It was further reported by a teleflex clinical support specialist that there was no ECG after changing leads and electrodes. An ap waveform was present on screen but looks like artifact and the pump could not see it. Photographs were provided with this report. The console was exchanged and sent to biomedical. There was no reported injury or undue delay in therapy.

Event description:
Reported issue: console stopped reading ECG and would not trigger off per the ap waveform. The ap waveform had a weird look. It was further reported by a teleflex clinical support specialist that there was no ECG after changing leads and electrodes. An ap waveform was present on screen but looks like artifact and the pump could not see it. Photographs were provided with this report. The console was exchanged and sent to biomedical. There was no reported injury or undue delay in therapy.

Manufacturer narrative:
Qn#(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.